Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer reported waking up to a powered off insulin pump. The customer was also informed they were out of insulin by the insulin pump. Customer's blood glucose was 180 mg/dl. The customer reported receiving a low battery alert prior to the unexpected restart alarm occurring. Customer declined to return the insulin pump for analysis.